Manufacturer narrative:
Additional information received regarding the outcome of this event. The broken part was retrieved and tooth filled. Since the broken part was retrieved and tooth filled, opinion 14 is being applied to this event and is nonreportable. Please disregard the reports.

Event description:
In this event it is reported that a reciproc blue files, 6x, sterile broke during use. The broken part remains in the root canal. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.